Manufacturer narrative:
H10: multiple attempts have been made on 23-oct-2023, 30-oct-2023, and 06-nov-2023, to try to obtain further information about this case but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60, indicating that the unit shut down on a patient. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the unit shut down on a patient. The diagnostic report (dprt) was reviewed, and it was determined that an alarm for low internal battery had occurred. The customer then verified that the outlet that in use did not have any alternating current (ac) power when tested. The customer then connected the unit to the ac power and allowed the battery to charge. The rse then advised the customer to allow the battery to charge and test the unit once it is charged to duplicate the issue.